Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient experience dizziness and feeling light headed while sitting. The patient had been wearing a holter monitor which showed loss of capture. Pocket manipulation and isometrics were performed, but could not produce noise. Boston scientific technical services (ts) was contacted and discussed the possibility of a right ventricular (rv) lead insulation breach. An invasive procedure was performed a week later to explant the device and the other manufacturer's rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating that the other manufacturer's lead was examined at the explant procedure. There were no issues observed with the lead. No adverse patient effects were reported.